Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 02/07/2011, 02/09/2011, and 02/23/2011 by phone, fax and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A materials manager reported that an intraocular lens (iol) was exchanged for the same model, different power lens. He also reported that the iol was implanted by another surgeon. Additional information has been requested.